Event description:
Event description cpi received information that this endocardial lead was removed from service due to abnormal sensing and inappropriate shocks. The lead was replaced with a new rate sensing lead.